Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved an unspecified plum 360 infusion pump that reportedly shut down while infusing fluids to a patient. There was no human harm and an unknown delay in therapy reported. The battery in use was a new csb.

Manufacturer narrative:
Additional information: d4 - catalog # 300100483. D4 - serial # (B)(6). D4 - primary UDI number (B)(4). D9 - date returned to mfg: 26feb2025. H4 - device mfg date 8mar2024. Investigation summary: the device logs do not show an uncontrolled shutdown on the reported date. However, on (B)(6) 2024, the device shut down about an hour after switching to dc power, followed by a bad charge counter incremented error. It then alarmed n56 (replace battery) 16 times before being sent for service, with no evidence that the battery was replaced. Battery operational testing at 25 ml/hr. (7 hours) and 999 ml/hr. (4 hours) both passed. Since the issue could not be duplicated in testing, the battery was replaced as a preventive measure. The probable cause of the complaint is the history was confirmed but not duplicated. However, the customer¿s specific complaint of the device shutting down while on ac power could not be confirmed. The event logs show the device was switched to dc power before the uncontrolled shutdown and before powering off. There is no evidence of an unexpected shutdown while the device was plugged into ac power. Probable cause for device powering off while plugged into ac power was not found. During inspection found proximal tubing guide to be cosmetically damaged. Replaced the proximal tubing guide. Device is under warranty. Probable cause is cosmetic damage consistent with normal wear and tear.